Event description:
Procedure was performed in 2007. During the duplex study performed 2 days later, a deep vein thrombosis was detected in the left greater saphenous vein. There was slight extension into the left common femoral vein approx. 2mm. The thrombus was not well attached. Pt was prescribed lovenox, and coumadin and will remain on anticoagulation therapy for the next (3) months.

Manufacturer narrative:
No malfunction was reported. The product was not returned. Add'l training was provided by territory sales manager. Procedural technique was amended successfully.